Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported issues with charging their implant for a few weeks. Patient stated their recharger had trouble locating the ins but then that "got better" and when they went to charge this morning their controller displayed a low battery message. Patient stated their ins had been at 50% when they went to bed and it would not normally show that they battery was low in the morning. Agent had patient reset controller with ac power supply and patient confirmed green flashing light above controller screen. Patient reported no visible damage to recharger. Agent provided information and instructed patient to monitor. Patient mentioned they had an MRI on june 7th and inquired as to whether that could have affected their ins; agent redirected to hcp for further assistance if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient said they got a letter with reference number matching this case. The patient said the two questions asked: what was the cause of the controller displaying the battery low message and what steps were taken or will be taken to resolve the issue. The patient said they didn't know how to answer those questions. The patient explained that the rep mentioned they might need a replacement recharger as sometimes that is the cause of that message. The patient said however the issue "kind of straightened itself out", so patient didn't think they needed to pursue a replacement recharger and mentioned they wanted to get their settings figured out before thinking about exchanging the recharger. The manufacturer's patient services specialist (pss) reviewed that the patient's answers and comments would be taken down and passed along so patient didn't need to send back the letter.